Manufacturer narrative:
Device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose ranged from 144-145 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.